Manufacturer narrative:
(B)(4). Batch # n5603r. The analysis found that one sc60a device was returned with no apparent damage and with two ecr60d cartridges reloads present. The cartridge (b) was received unfired and with 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. The cartridge (c) was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a respiratory surgery, after the first firing, the second cartridge could not be loaded into the device, and when the device was examined, a plastic piece fell off from the device. It did not fall into the patient. The doctor commented that it was probably a part of the first cartridge. However, the staple line and cut line of the first firing was perfect, and this event did not affect the patient in any way. Another device was used to complete the case.